Event description:
It was reported that the device was cracked and leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary embolism procedure. After the luers were connected and the patient was brought to intensive care for treatment, broken and leaking luers were observed. The patient was brought back to the catheterization laboratory and the catheter was replaced. There were no patient complications. It was further reported that one of the catheters used for this procedure had a cracked and leaking drug luer, and one catheter had a cracked and leaking coolant luer. It was noted that it was unable to be determined which catheter leaked drug, and which leaked coolant. The leaks were noticed when the patient was in the intensive care unit and connected to the ekos therapy. After approximately thirty minutes, the bed was wet and the cracked luers were noted. The patient was brought back to the catheterization laboratory and the catheters were replaced. There were no patient complications.

Event description:
It was reported that the device was cracked and leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary embolism procedure. After the luers were connected and the patient was brought to intensive care for treatment, broken and leaking luers were observed. The patient was brought back to the catheterization laboratory and the catheter was replaced. There were no patient complications. It was further reported that one of the catheters used for this procedure had a cracked and leaking drug luer, and one catheter had a cracked and leaking coolant luer. It was noted that it was unable to be determined which catheter leaked drug, and which leaked coolant. The leaks were noticed when the patient was in the intensive care unit and connected to the ekos therapy. After approximately thirty minutes, the bed was wet and the cracked luers were noted. The patient was brought back to the catheterization laboratory and the catheters were replaced. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekos endovascular device infusion catheter showed the drug and coolant luers displayed cracking. The device was tested for leaking, and the drug and coolant luers leaked from the cracked luers. The reported event of leaking and cracking was confirmed.

Event description:
It was reported that the device was cracked and leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary embolism procedure. After the luers were connected and the patient was brought to intensive care for treatment, broken and leaking luers were observed. The patient was brought back to the catheterization laboratory and the catheter was replaced. There were no patient complications. It was further reported that one of the catheters used for this procedure had a cracked and leaking drug luer, and one catheter had a cracked and leaking coolant luer. It was noted that it was unable to be determined which catheter leaked drug, and which leaked coolant. The leaks were noticed when the patient was in the intensive care unit and connected to the ekos therapy. After approximately thirty minutes, the bed was wet and the cracked luers were noted. The patient was brought back to the catheterization laboratory and the catheters were replaced. There were no patient complications.